Event description:
A male patient with a short left common iliac artery and an angulated right common iliac artery, underwent aaa repair in 2007. The right iliac leg graft was placed superior to the planned site. Another iliac let graft was placed to extend to just above the right internal iliac artery because of the patient's short left common iliac artery. A confirmatory angiogram revealed a contralateral type I endoleak. Another manufacturer's stent was placed and the endoleak was resolved.

Manufacturer narrative:
Evaluation: still under investigation.